Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not getting any alerts or messages on the insulin pump. Customer has been cranking and changed the infusion set, reservoir, and insulin. Customer had class and did not want to troubleshoot the pump at the time of the call. Customer stated that she flew and did not go through anything except a pat down. Customer's blood glucose level was 356 mg/dl. No additional information provided.